Event description:
It was reported by the biomedical engineer that, before use on the patient, during the power on self test of the vigilance ii monitor a run time error was experienced. Biomed stated that smoke came out of the monitor. No patient injury was reported.

Event description:
It was reported that post op of a right hemicolectomy procedure, the patient was reoperated a few days later for post op bleeding. The surgeon over sewed the staple line with suture. The amount of blood loss is unknown. The patient did not receive a blood transfusion. During the original surgery the device fired properly. A competitor's device was also used throughout the case. The device was discarded.

Manufacturer narrative:
The vigilance ii monitor, (B)(4), was returned to edwards lifesciences and the evaluation is underway. Upon completion, the evaluation test results will be provided in a follow-up submission.

Manufacturer narrative:
Evaluation of the vigilance ii monitor was completed. The customer complaints of ¿run time error¿ and "smoke came out of the monitor" were confirmed during the power on self test (post). It was found that capacitor c67 on the cco (continuous cardiac output) board was burnt, which caused the "run time error". There was physical damage to the component that appears to have independently failed with no external cause of failure. This appears to be an aged capacitor, however, this component is designed to fail "safe" as the capacitor has done. The c67 component on the cco board was replaced. The service history record for this device was reviewed and all manufacturing requirements were met.